Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an incomplete cartridge change alert occurred. Customer's blood glucose (bg) level was "high"; although, specific value was not provided. A correction injection was administered to address the high bg. Education was given to the customer on best practices to prevent incomplete cartridge change alerts.